Event description:
It was reported that the needle leaks around the hub. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: received for investigation one presentation box of hypodermic needles. The actual used hypodermic needle-pro device(s)/syringe(s) utilized by the customer was not returned for evaluation. Visual inspection of all returned samples with unaided eye did not reveal any defects or anomalies. All hypodermic needles were observed to be fully assembled. To determine if the samples leaked or became detached from the needle-pro devices and/or test syringe, the samples were tested by simulating actual use. 80 samples were assembled to a 3 ml test syringe from lab stock, by firmly seating the needle-pro to syringe and needle to the needle-pro, using a push and a clockwise twist. In order to simulate actual use, water was drawn from a beaker and was then expelled back. All 80 samples functioned as intended, remained assembled, and no leakage was visible. In addition to that, the samples were tested according to combo leak test. All 80 samples functioned as intended. No leakage was observed between the mating luers (needle-pro/needle device and/or syringe). It is not known what syringe(s) the customer was using at the time of the complaint. However, the issues observed by the customer could not be reproduced with the returned needle-pro samples. Therefore, the complaint could not be confirmed with the samples provided. It is possible that the issues observed by the customer may have occurred if the mating luers of the components were not seated as described within the IFU (instructions for use). Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.